Event description:
Limited information has been received. There have been five reported events of blood spurting out of the haemostatic valve on the device. This was reported to have occurred with three different operators. The number of patients involved is currently unknown. However, attempts are being made to gather additional information.

Manufacturer narrative:
(B)(4). The event is currently under investigation.